Manufacturer narrative:
(B)(4). This report is being submitted late due to hospital restrictions in response to the covid-19 pandemic. The returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. Not all pieces were returned. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00282, 0001822565-2021-00284, 0001822565-2021-00286.

Event description:
It was reported via worn instrument return form that the trial articular surfaces were returned with two devices fractured and two devices missing bearings. These instruments were collected over a period of time by sales representatives and were given to the office in bulk. There is no specific case that these broke in.